Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs submitted for this patient identifier (B)(6). Complaint conclusion: the device was returned without the microcatheter. Coil damage and the socket ring pushed down inside the outer sheath were observed through the sheath. The secondary winding off the ball tip was undamaged. The coil was returned severely damaged. It is not possible to determine if the damage occurred during the procedure or during post-procedural handling. The evidence suggests that interference inside the microcatheter may have contributed to the resistance inside the microcatheter. The source of this interference cannot be determined. In addition; without the return of the sl-10microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. For proper hydration and to prevent potential product damage; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems. If unusual friction is still noticed during advancement or retraction of the microcoil system; verify flush lines are open and properly pressurized.¿ since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltaplush and presidio cerecyte microcoils got stuck in microcatheter and were returned for analysis damaged. There was no serious injury or required intervention as a result of the event.